Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable high results for an unspecified number of patient samples tested for the elecsys vitamin d total ii assay (vitd) on a cobas 6000 e 601 module (e601) that were lower upon repeat testing. The customer provided data for a total of 72 patient samples and of these, five had erroneous vitd results. It was asked, but not known if the erroneous results were reported outside of the laboratory. The first sample initially resulted as > 100.0 ng/ml and repeated as 21.2 ng/ml. The second sample initially resulted as > 100.0 ng/ml and repeated as 22.4 ng/ml. The third sample initially resulted as > 100.0 ng/ml and repeated as 28.4 ng/ml. The fourth sample initially resulted as 95.4 ng/ml. The sample was repeated twice, resulting as 59.0 ng/ml and 78.4 ng/ml. The fifth sample initially resulted as > 100.0 ng/ml on (B)(6) 2017 and repeated as 40.1 ng/ml. No adverse events were alleged to have occurred with the patients. The vitd reagent lot number was 298228. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The calibration performed on (B)(6) 2018 had signals what were above the expected ranges. Controls run between (B)(6) 2018 and (B)(6) 2018 were within range.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause.